Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level; however, the specific value was not provided. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the ER on (B)(6) 2026 with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.